Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, at the first firing of colon resection, they connected the reload to the powered stapler, however, the surgeon could not fire the device. They replaced with a disposal handle and connected the same reload however, the surgeon could still not fire the device. Replaced the reload to a new one and connected the powered stapler and the firing was completed with no problem. There was no patient injury.